Event description:
The customer reported that their coulter act diff analyzer generated a low hgb result within instrument generated flags for one patient sample. The low erroneous result was reported out of the laboratory and questioned since it did not compare to historical data of the patient. The physician had the patient return for a redraw four days later ((B)(6) 2012) where the hgb result was comparable to the patient history ((B)(6) 2012) and considered correct for this patient. No death, injury, or change in patient treatment is attributed to this event. Review of the provided printouts showed the act diff instrument generated low wbc, rbc, hgb, hct, and plt results without instrument flags compared to patient history (B)(6) 2012) and reference results ((B)(6) 2012). Reference mcv result is higher compared to act diff results. Customer technical specialist (cts) troubleshot the event with the customer via telephone, who indicated they had been getting intermittent low lyse errors. However, the low lyse was not noted with this sample run. The cts instructed the customer to check the cap on the lyse reagent bottle, which appeared intact. The specific sample was collected in an edta vacutainer, stored on a rocker for 30 - 60 minutes. The controls run before the event was within range and the instrument is currently performing within qc specifications. On (B)(4) 2012 a field service engineer (fse) replaced the lyse syringe plunger and lyse sensor. All voltages and vacuum checked and verified reproducibility, startup and qc. Repair was verified and system validated.

Manufacturer narrative:
Based on information provided, the cause for the low wbc, rbc, hgb, hct, and plt results cannot be determined. A lyse reagent or delivery issue would impact the hgb results.